Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the insufflation unit exhibited regulator unit malfunctioned, and a gas leakage sound. There were no reports of patient involvement.

Manufacturer narrative:
E1- initial reporter establishment name: (B)(6). E1- address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device shows that insufflation unit not working properly/ flow is not coming in uhi-e insufflation unit. The event occurred during set up. There were no reports of patient involvement.